Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The evaluation of the iabp has been started but not yet completed. Preliminary analysis of the fault log revealed fault #77 and fault #112 occurred on the date of the event. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy in the intensive care unit (ICU), the monitor display froze and blackout, then sounded a beep and shutdown occurred. The iabp was restarted by powering it off and on. Therapy was then successfully continued and was terminated on the same day at 1630 hours due to the patient being hemodynamically stable. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
After further evaluation of the iabp by the getinge field service engineer (fse), the reported incident was not reproduced. The fse performed cleaning of the iabp unit and ensured all functional and safety tests were passed to factory specifications, then the iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy in the intensive care unit (ICU), the monitor display froze and blackout, then sounded a beep and shutdown occurred. The iabp was restarted by powering it off and on. Therapy was then successfully continued and was terminated on the same day at 1630 hours due to the patient being hemodynamically stable. No patient harm, serious injury or adverse event was reported.